Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's device was noted to have gone into bvvi back-up mode. The patient was brought into the clinic for reprogramming which resolved the issue as the device was reset back to its original function. The patient was stable throughout the event with no issues.